Event description:
It was reported that this lead was explanted due to a non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a non product experience. No additional adverse patient effects were reported. Information received form the filed indicates this lead was never in service, and instead was an attempted implant due to placement difficulties. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information received indicates there no device issues, with a different lead model implanted instead, indicating any issues were due to a patient condition.